Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Product was used for therapeutic treatment. Avaulta anterior biosynthetic support system, uretex to was reported to be used/implanted during this procedure. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated mdrs: 1018233-2012-02047 and 1018233-2012-02045.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Add'l data from importer report: (B)(4) 2012; avaulta posterior biosynthetic support system, catalog #: 486020; (B)(6).